Manufacturer narrative:
Approximate age of device: 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired and the cause is unknown. Per additional information, the patient;s death was expected death. The device will not be returned. No further details were provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas, and the reported event could not conclusively be established through this evaluation. No alarms were associated with this event. The hospital did not want an investigation and stated that the device would not be returning. The heartmate 3 lvas IFU, section 1 lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.